Event description:
Caller reported a power source alert, which did not adversely impact the customer's blood glucose level. Customer confirmed the use of a tandem charging cable and wall adaptor, and attempted leaving the adapter plugged into an active outlet for at least 30 minutes to charge the pump. This action successfully resolved the issue as the pump began charging, and no further assistance was required.